Manufacturer narrative:
The reported event of "the valve was leaking" could not be confirmed. All three leaflets were mobile and no damage or other anomalies were noted with the valve leaflets. The device was not available for functional testing, limiting the investigation to morphological examination and a review of the device history record. That review concluded that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Hydrodynamic functional testing at the time of manufacturing indicated the valve functioned normally. The cause of the reported event could not be conclusively determined.

Event description:
On (B)(6) 2019, as part of a bentall procedure, a 25mm trifecta valve was attached to a graft. After implanting the valved graft and while administering cardioplegia the user observed the valve was leaking. Per the physician, no visible damage was observed on the valve leaflets however the device was removed and exchanged for a 25mm masters valve (serial number: (B)(4)). Per the user this was the first time he had ever seen a valve leaking intra-operatively. Per site, there was a clinically significant delay in procedure due to the valve leakage observed. Additional information has been requested.

Event description:
On (B)(6) 2019, as part of a bentall procedure, a 25mm trifecta valve was attached to a graft. After implanting the valved graft and while administering cardioplegia the user observed the valve was leaking. Per the physician, no visible damage was observed on the valve leaflets however the device was removed and exchanged for a 25mm masters valve (serial number: (B)(4)). Per the user this was the first time he had ever seen a valve leaking intra-operatively. Per site, there was a clinically significant delay in procedure due to the valve leakage observed. Additional information has been requested.